Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise, oversensing, and delivered an inappropriate shock. It was thought that the noise from the plugged atrial port was conducting down to the ventricle. The physician elected to reprogram the device sensitivity to 1.5 mv, and requested an x-ray to look at the port connection. Subsequently, boston scientific technical services (bsc ts) reviewed printouts, and discussed that a ventricular tachycardia (vt) episode was appropriately detected, but anti-tachycardia pacing (atp) was not effective in converting the arrhythmia. The vt was eventually converted with a 41 j shock. Bsc ts suggested programming the rate smoothing on, which may prevent lower rate limit (lrl) pacing after premature ventricular contraction (pvc). Bsc ts also discussed that there was a non-sustained vt episode due to noise sensing. Noise was present on the right atrial (ra) and right ventricular (rv) channels, however, not simultaneously. It was noted this type of noise is not typical of electromagnetic interference (emi). Bsc ts suggested to further evaluate the rv lead connection and tip location (after shock), and to program the ra lead to off to help eliminate noise on the ra channel. It was also noted that the noise oversensing may potentially have caused ventricular pauses greater than 2 seconds due to pacing inhibition. Subsequently, additional information was received that no ventricular pauses of greater than two seconds was observed by the physician. There were no adverse patient effects reported.